Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining twenty-nine (29) erroneous creatinine (cre) results generated by the au640 clinical chemistry analyzer (au643-02e with ise). The customer issued twelve (12) amended reports out of the twenty-nine (29) patient results that held for further testing on the customer run. The customer indicated that the initial cre results resulting in low values. Upon repeat testing the results yielded higher values. The results provided by the customer are shown in the attachment section of this report. There was no effect to patients or on patient treatment.

Manufacturer narrative:
The customer indicated that qc was within laboratory specifications. The customer also indicated that there is an indication that there is a malfunction causing issue with the cre assay. The malfunction has not been identified at this time. This issue is still under investigation, thus a definitive root cause has not been determined to date. The customer has requested a field service visit to perform preventative maintenance on the instrument and cre assay.